Manufacturer narrative:
On 03/07/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left-mentor siltex round moderate profile 325 cc saline breast implants, catalog number 3542650, serial number (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor siltex round moderate profile 325 cc saline breast implants which the right side deflated after implantation. The issue was noticed by the doctor. As a result patient had the device explanted on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. White material was observed within the device and yellow material was observed and on the shell surface. During evaluation of the device a rent within siltex cracking was observed on the p posterior aspect, measuring approximately 1.0 cm. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within siltex cracking was found on the device. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).